Event description:
Unomedical reference number: (B)(4). Event occurred in united kingdom. On (B)(6) 2023, it was reported that the infusion set's tubing got loose close to site location while the patient was walking outside. The site location was patient's abdomen, and the pump was in the left pocket of trouser. The infusion had been used for one day. Reportedly, the infusions were stored in the cupboard in the bathroom. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.